Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had audio/beep anomaly and blank display. Customer's blood glucose at time of incident was 16mmol/l. Customer's mother stated that pump started vibrating and it is constantly beeping and all that is display on the screen. Customer was advised to insert battery in 2 hours but after that it still alarming. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The pump was received with a flashing screen on the medtronic screen with audio tone and a constant vibrate alert due to a problem isolated to the electronic board. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump had minor scratches on the display window, a damaged display window cover, a scratched case, keypad overlay texture damage, a pillowing keypad overlay and a cracked keypad overlay at the select button.